Event description:
It was reported that this pacemaker exhibited possible loss of capture (loc). The patient was admitted to the hospital, and her lower rate limit was increased to 80 bpm but her heart rate was in the 60s. Technical services (ts) recommended device evaluation. Additional information received indicated that this pacemaker had reached end of life (eol), and was operating at vvi 50. No additional adverse patient effects were reported.